Event description:
It was reported that the motor not running. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the service and repair DHR review. The device was received for evaluation. Visual and functional testing were performed. Visual testing showed no exterior damage. During occlusion testing, the reported problem could not be duplicated. Replaced stepper motor, leadscrew and clutch halves as a preventive measure. Performed occlusion test which passed. The root cause of the issue could not be determined. (UDI) is unknown. No product information has been provided to date.